Event description:
It was reported when the scope was placed down it burned a hole in the drape.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: when scope was placed down it burned a hole in the drape. Probable root cause: led fan, front board, main board, led module, thermal switch, use errors. Serial number is unknown; therefore, manufacture date can not be confirmed.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported when the scope was placed down it burned a hole in the drape.